Manufacturer narrative:
Concomitant product: product ID: neu_stimloc_acc, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the stimloc screws did not seat well in the skull and had caused the cap to come loose. The hcp was unable to get the screws seated after several attempts so the screws were removed and replaced. After the screws were replaced, the issue was resolved. The cause of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.